Manufacturer narrative:
E1. Full establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoeye flex deflectable videoscope displayed a communication error code e216. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3 (foreign should be marked). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to be due to damage to the image sensor unit (disconnection, etc.) Or breakage of mounting components (integrated circuit chip, capacitor, etc.) On the electric board. These issues could have been caused by use stress, external factors, or handling. The instruction for use states the inspection method associated with the event in "3.8 inspection of the endoscopic system¿. Chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.